Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set, specified as ¿a twisted clamp valve was leaking¿. Subsequently the patient developed peritonitis. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the event. The transfer set was changed "last week". The patient received unspecified treatment for the event, reported as ¿provided with twin bag therapy to treat the infection¿. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.